Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was decreasing. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated the atrial pacing capture threshold was rising. Analysis of the device memory indicated a p-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead triggered an alert for out of range low impedance and polarity switch. The lv lead remains in use. It was also reported that the right atrial (ra) lead exhibited high threshold that is increasing; decreasing impedances, low p-wave amplitude, and undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.